Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The procedure was completed. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring a chest tube. The procedure was completed. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.